Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the pump battery dropped 35% within one day. Customer reported blood glucose (bg) level was 390 (mg/dl). Customer reported the elevated bg level was due to recently eating and not getting around to delivering a bolus until later due to work. A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.